Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.

Manufacturer narrative:
The customer's report was observed during initial testing: however, after the device was disassembled to determine root cause, the report could no longer be duplicated. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. A system interconnection cable was reseated as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.